Event description:
The patient reported that there is a loose lead in the ventricle. The patient alert was triggered and the alert was turned off by the doctor. Follow up indicated that the patient's epicardial lead has no capture at max outputs. The lead remains in use and a revision will be planned at a later date. No patient complications have been reported as a result of this event.

Event description:
The patient reported that there is a loose lead in the ventricle. The patient alert was triggered and the alert was turned off by the doctor. Follow up indicated that the patient's epicardial lead has no capture at max outputs. The lead remains in use and a revision will be planned at a later date. No patient complications have been reported as a result of this event. Further information indicated that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted that there was a patient alert for out of tolerance sub threshold lead impedance on (B)(6) 2011. The weekly pace lead impedance trend data shows an abrupt increase for minimum and maximum left ventricular permanent pace impedance from 380 to 4047 ohms, peaking between (B)(6) 2011, then returning to a baseline of 323 ohms on (B)(6) 2011.

Event description:
The patient reported that there is a loose lead in the ventricle. The patient alert was triggered and the alert was turned off by the doctor. Follow up indicated that the patient's epicardial lead has no capture at max outputs. The lead remains in use and a revision will be planned at a later date. No patient complications have been reported as a result of this event. Further information indicated that the lead was capped and replaced. Trend data also revealed the impedance on the lead had spiked to a high measurement prior to replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.